Event description:
It was reported that on (B)(6) 2023 the radiation shield was found to be broken. The fe replaced the tomo face shield and the system met the manufacturer´s specifications. No patient or staff injury reported.